Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00242. The pt has two scs systems. The first was implanted in (B)(6) 2009 and consists of an ipg and a surgical lead placed in the cervical region. The second system was implanted in (B)(6) 2009 and includes an ipg and surgical lead placed in the lumbar region. It was reported that the pt is feeling unwanted stimulation in her hands only at her place of employment. A diagnostic test of the pt's cervical lead revealed invalid impedance readings for several contacts. In an effort to resolve this matter, the pt was reprogrammed using the valid electrodes. F/u on the pt found that the reported problem persists. An x-ray of the pt's cervical scs system has been recommended for further interrogation.